Manufacturer narrative:
(B)(4).

Event description:
It was reported that spikes in the right ventricular (rv) and right atrial (ra) lead impedances occurred. The rv lead spike was greater than 3000 ohms. The clinic reported that during testing, intermittent loss of capture and high impedances were observed. During surgery, the pacing system analyzer (psa) showed normal lead measurements. The pacemaker was thought to be the cause so the device was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that spikes in the right ventricular (rv) and right atrial (ra) lead impedances occurred. The rv lead spike was greater than 3000 ohms. The clinic reported that during testing, intermittent loss of capture and high impedances were observed. During surgery, the pacing system analyzer (psa) showed normal lead measurements. The pacemaker was thought to be the cause so the device was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was reported indicating this product was returned and a device evaluation was completed.